Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.6 and h.10. Corrected information is provided in b.3. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
Investigation: a disposable history search confirmed there were no similar occurrences reported on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Corrective action: an internal CAPA has been initiated to address pinch clamp no occluding the sample bag line consistently. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during set up for a procedure, the sample pouch filled with air twice. A donor was not connected at the time of the event, therefore, no patient information is reasonably known. The disposable set is not available for return because it was discarded by the customer